Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed arcing with a monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. The initial reporter indicated that after the surgeon observed a spark from the mcs tip cover accessory, he noticed a mark on the patient's uterus. The uterus was removed and no repair was performed. The planned surgical procedure was completed. Multiple holes were found by the surgical staff upon removal and inspection of the mcs tip cover accessory.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. The surgeon who performed the reported surgical procedure provided a photographic image of mcs tip cover accessory installed on the mcs instrument involved with this complaint. Based on the photographic image, 3 holes can be observed on the mcs tip cover accessory, located on the pellethane sleeve. The holes are located roughly .700-880 below the distal tip. In addition, localized melting can be observed around the holes which can be suggestive of arcing events. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, isi contacted the clinical sales representative (csr) assigned to the site and obtained additional information regarding the reported event. The csr indicated that the patient did not experience any complications due to the reported arcing event. During the surgical procedure, the surgical staff was using a valley lab electrosurgical unit (esu) with 30-35 settings. No further information was provided by the csr. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that arcing was observed while the surgeon was using the mcs instrument installed with the mcs tip cover accessory. However, there is no evidence that the reported issue caused or contributed to a serious injury. Although the patient's uterus sustained a burn mark, the uterus was removed during the hysterectomy procedure.